Event description:
A discordant, falsely low creatinine (crea) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed a complete system check and replaced the consumables. The cse checked the alignments and the sample probes, which were acceptable. The cse ran quality control, which was within the acceptable range. The customer did not obtain any other discordant results. The cause of a discordant, falsely low creatinine result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.